Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 3 atmospheres for 6 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.